Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 6 years and 9 months post tavr procedure with a 26mm sapien 3 valve, the patient was presented with high gradient 45mmhg and flow velocity 4.5 m/sec. Valve area/index: 0.6 and 0.2 respectively. Leaflet mobility: "could be leaflet thickening, thrombus and vegetation", as per operator notes. A valve in valve procedure is planned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical history. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 6 years and 9 months post tavr procedure with a 26mm sapien 3 valve, the patient was presented with very high gradient 45 and flow velocity 4.5 (m/sec). Valve area/index: 0.6 and 0.2 respectively. Leaflet mobility: "could be leaflet thickening, thrombus and vegetation", as per operator notes". Additionally, per medical history, the patient had hyperlipidemia and diabetes. Diabetes is a known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.